Event description:
The complainant stated a pt was in distress and when they tried to elevate the head of the bed it would not work and there was no svc required light on. The head function was not locked out and the bed was plugged in. The facility used a lift to get pt into a sitting position and then they were able to raise the head section. When they released the lift, the pt's weight was fully on the bed the head section drifted down. The pt was moved to another bed.

Manufacturer narrative:
The tech found the head drive was working intermittently and was jerky when operated. Repairs have not been completed.